Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-02253. It was reported that the patient experienced a loss of stimulation following an automobile accident. During the surgery to replace the lead the ipg became inoperable. Ipg was placed into surgery mode prior to the procedure. Surgical intervention took place wherein the ipg and lead were explanted and replaced. Stimulation was restored.